Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's device "stopped working" 2-3 months ago. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that the rep had met with the patient on (B)(6). The device was in overdischarge. The patient had fallen several times and the battery doesn't seem to be in the same position at the time of her replacement. Three trickle charges were attempted, but all were unsuccessful. The battery is believed to be deeper than 1 cm and is not connecting. The patient is being scheduled to have a pocket revision and replace the battery. The issues with the battery won't be resolved till her replacement. No further information was reported.